Manufacturer narrative:
This report is for an unknown locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: yorukoglu, a.c., demirkan, a.f., buker, n. (2018), distal medial tibial locking plate for fixation of extraarticular distal humeral fractures; an alternative choice for fixation, acta orthopaedica et traumatologica turcica, vol. 52 (issue 4), pages 294-298 (turkey). The aim of this retrospective study is to describe an alternative fixation method for distal humeral extra articular fractures through posterior approach using medial tibia anatomic locking plate; and evaluates the patient's functional outcome and union condition. Between 2011 to 2016, a total of 18 patients (11 male and 7 female) with an average age of 37.0 ± 17.3 years (range: 18-73 years) were included in the study. Surgery was performed using a distal tibia medial anatomic plate of 3.5 mm (synthes) were used with minimum 6 screws distal and proximal to fracture. The mean follow-up was 36.2 ± 16.7 (12-57) months. The following complications were reported as follows: 1 patient had non-union due to infection and underwent debridement and the implant was (medial lateral plate) replaced. The continuity of the nerve was impaired in only 1 of patients with radial nerve injury. It was repaired with sural nerve graft. Vas pain score at rest has a maximum score of 7.60. Vas pain score during activity has a maximum score of 9. This report is for an unknown synthes locking screws. This is report 2 of 2 for complaint (B)(4). It captures the adverse events of non-union due to infection and continuity of the nerve was impaired.